Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, the patient felt a tapping behind her sternum. Right ventricular lead perforation was diagnosed by the physician. Intermittent capture and decreased sensing were noted. On (B)(6) 2014, the lead was repositioned. A pericardiocentesis was performed. There were no complications associated with the repositioning.